Manufacturer narrative:
H.6 investigation summary: no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see h.10.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device was damaged. This was discovered before use. The following information was provided by the initial reporter: the q-syte found that the septum ectopic.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device was damaged. This was discovered before use. The following information was provided by the initial reporter: the q-syte found that the septum ectopic.